Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on a follow up call made by the medical surveillance specialist (mss) with the patient. The patient claimed that the alleged product issue had been ongoing since ¿ (B)(6) 2014¿, but the specific incident which she was reporting occurred on an unknown date during ¿ (B)(6) 2015¿. The patient manages her diabetes with lantus insulin (22 units per day) as well as humalog insulin (6-8 units per day). The patient stated that she measures her blood glucose up to ¿15-20¿ times per day and considers a normal blood glucose range for herself to be anywhere between ¿150-200mg/dl¿. On an unknown date during (B)(6) 2015 the patient claimed to have felt ¿shaky¿. She measured her blood glucose on the subject meter in response to this feeling and obtained a result of ¿33mg/dl¿. The patient stated that she then ¿passed out¿ after obtaining this result. When she regained consciousness the patient self-treated by ¿drinking orange juice, coffee and eating cake and banana¿. She measured her blood glucose on the subject meter again and obtained results of ¿200 and 270mg/dl¿ ¿ less than 20 minutes after obtaining the result of ¿33mg/dl. During the follow up call with the mss the patient also stated that she had been hospitalized during (B)(6) 2015, but she underlined that this was not due to her diabetes and she felt that the subject meter was ¿good¿.at the time of troubleshooting the customer care advocate noted that unit of measure was set correctly on the subject meter. The mss was able to establish that there was no intervention between the results of ¿200 and 270mg/dl¿ which the patient obtained on the subject meter after the incident in which she passed out occurred ¿ and these results exceed lfs¿s criteria for precision. The products were requested back for evaluation and replacement products were sent to the patient. Although the patient had stated that she felt that the subject meter was ¿good¿, this complaint is being reported for the following reasons: the patient stated that the alleged issue had been ongoing since ¿ (B)(6) 2014¿, and since then, has experienced symptoms which are suggestive of acute hypoglycemia. In addition, it cannot be said with absolute certainty that the alleged ¿inaccurately erratic¿ subject meter results did not affect treatment options prior to or after the onset of these symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.